Event description:
It was reported from (B)(6) that universal battery charger device was not functioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported was confirmed. The assignable root cause was determined to be due to an electrical component failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.